Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported there is a problem with an electrical component on the therapy board. There was no reported patient involvement.

Event description:
The customer reported there is a problem with an electrical component on the therapy board. Further information provided from the philips call center representative clarified the customer did not report a device malfunction, the customer only called requesting a copy of an fco for reference. There was no reported patient involvement.